Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-may-2019 with the following findings: during investigation, the original complaint was unable to be duplicated. There was no damage or peeling to the keypad. All keys were responsive. The keypad was removed and there was no evidence of contamination on key contacts. There was a cover crack between corner of lens and case seal. A leak occurred due to cracked pump case. Moisture inside all internal pump: on display, on keypad connector, on display board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.